Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following are the probable causes: blackout of endoscope image due to broken wire or short circuit in the imaging cable blackout of endoscope image due to short circuit caused by cracked tabs on the imaging circuit board. Blackout of endoscope image due to separation of the joint of the imaging circuit board. Blackout of endoscope image due to abnormal continuity caused by internal water immersion. Blackout of endoscope image due to abnormal continuity of connector or cord. Blackout of endoscope image due to connector damage or deformation. Blackout of endoscope image due to lens damage or contamination. In addition, the following non-reportable malfunctions were found during the device evaluation: adhesive of distal end or bending section crack; missing ultrasound echo signal; remote switches nonfunctional; buckeling at the distal end; abnormal degree of angulation. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus the evis exera ii ultrasonic bronchofibervideoscope had a blurred, abnormal color tone causing a poor image quality. Upon inspection and testing of the customer returned device, the entire screen became black and showed no images. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.